Manufacturer narrative:
Evaluation summary: the system fires femtosecond laser pulses to create perforated incisions. The incisions are not opened immediately following the treatment and are required to be opened by a surgeon in the operating room (or) before the remaining steps of the cataract procedure can be performed. The architecture of an incision is user defined and, if not programmed appropriately, can result in unexpected surgical outcome. In addition, incisions can undergo significant manipulation when they are opened and as the remaining steps of the cataract procedure are completed following the treatment. For this case, there were no optical coherence tomography (oct) scans, system settings, or patient ocular history provided for review. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The system met specifications at the time of release. Based on the investigation results, as well as the aforementioned contributing factors to capsular tears, the root cause of the reported event could not be determined. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
A medical assistant reported that the physician did not prepare the paracentesis with the laser because a referring physician informed him that they induce astigmatism very often. No further information is expected.